Event description:
It was reported that the doctor and scrub tech both thought the cassette of the optease vena cava filter was pointed in the femoral direction. The puncture was in the groin. Upon angiography, the hook was in the cranial direction. The filter was removed from the jugular approach and another one was placed without incidence. There was no patient injury reported. It was stated, "all involved are familiar with the product and thought it was delivered correctly. No product is available to return since the cassette was thrown away right after deployment and the filter would not help to solve if it was in the cassette upside down or not." No further information is available.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during the implantation of an optease ivc filter, it was reported that the filter was implanted upside down. The filter was removed from the jugular approach and another one was placed without incidence. There was no patient injury reported. The reporter indicated that the doctor and scrub tech ¿both thought the cassette of the optease vena cava filter was pointed in the femoral direction¿. The puncture was in the groin. Upon angiography, the hook was in the cranial direction. The filter was removed from the jugular approach and another one was placed without incidence. The filter storage tube was thrown away right after deployment and is not available for analysis. No further information is available. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU lists incorrect filter positioning and incorrect orientation of the filter as possible placement procedure complications. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease® filter), as far as possible into the sheath introducer hemostasis valve. The IFU also instructs the following: ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter¿. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. However, incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.

Manufacturer narrative:
Additional information was provided. The filter was placed upside down and retrieved via the jugular approach. The optease filter was placed for the indication of pulmonary embolism (pe) which was diagnosed via ultrasound and moderate deep vein thrombosis (dvt). There was no thrombus present at the delivery site. Anticoagulation therapy was not available. Pre/post imaging was completed. The size and shape of the vena cava was "normal." Measurements are not available. There were no acute bends or tortuosity (including access site). There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target lesion or advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter was not in a side vessel. It was not verified prior to deployment that the hook was caudal. There was complete wall apposition on all sides post deployment. The filter was deployed without tilt. The original filter was placed infrarenal. There was not large or excessive thrombus load. Procedural films are not available. A photo was provided. Complaint conclusion: during the implantation of an optease ivc filter, it was reported that the filter was implanted upside down. The filter was removed from the jugular approach and another one was placed without incidence. There was no patient injury reported. The reporter indicated that the doctor and scrub tech ¿both thought the cassette of the optease vena cava filter was pointed in the femoral direction¿. The puncture was in the groin. Upon angiography, the hook was in the cranial direction. The filter was removed from the jugular approach and another one was placed without incidence. The filter storage tube was thrown away right after deployment and is not available for analysis. Additional information provided indicated that the indication for filter placement was pulmonary embolism (pe) which was diagnosed via ultrasound and moderate deep vein thrombosis (dvt). There was no thrombus present at the delivery site. Anticoagulation therapy was not available. Pre/post imaging was completed. The size and shape of the vena cava was "normal." Measurements are not available. There were no acute bends or tortuosity (including access site). There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target lesion or advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter was not in a side vessel. It was not verified prior to deployment that the hook was caudal. There was complete wall apposition on all sides post deployment. The filter was deployed without tilt and infrarenal. There was not large or excessive thrombus load. Procedural films are not available. A picture of an un-used optease package showing the product label was sent for review. There is no product issue that can be noted from the actual picture. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU lists incorrect filter positioning and incorrect orientation of the filter as possible placement procedure complications. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease® filter), as far as possible into the sheath introducer hemostasis valve. The IFU also instructs the following: ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter¿. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. However, incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.